Event description:
The patient reported that sometimes their implantable pulse generator (ipg) hurts and their ipg sometimes drops below the lower rate limit. The patient further reported "sometimes my heart rate goes to forty-nine". The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.